Manufacturer narrative:
Corrections in d4: lot number, serial number, & UDI number, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A torque test was performed with eq-1919 a/b cal. Due 3/24/2026. Per drawing 3572-1 rev. B, the torque output should be 90 in-lbs +/- 4.5in-lbs. The handle had several readings that are over the high limit. The average reading was 101.2 in-lbs. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to loss of calibration through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00227.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report two of two for this event.